Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had frequent low flow alarms with occasional dizziness, and they were admitted for further evaluation. It was noted that the patient had been discharged on (B)(6) 2023, following left ventricular assist device (lvad) implant, and had normal lvad flow upon discharge. Chest radiography (cxr) and blood analysis was completed; there were no significant related results from the blood analysis. Log files were obtained. Transthoracic echocardiogram (tte) was performed and showed potential suboptimal inflow cannula position. The left ventricular assist device (lvad) speed would be adjusted, and the increase of intravascular volume would be managed to, through adjustment of diuretics and fluid intake, to improve left ventricular end-diastolic diameter (lvedd) and prevent potential suction events. Due to emotional distress, low flow alarm threshold would be decreased to 2.0 lpm and the patient's system controller software was upgraded. A plan was made for a ramp test to be performed and an adjustment of the speed/flow based on the patient's new fluid balance in early (B)(6) 2024.

Manufacturer narrative:
Manufacturer's investigation conclusion: the suspected inflow cannula malposition could not be confirmed through the evaluation of the submitted images. Review of the submitted log files confirmed low flow alarms; however, a specific cause for these events and a direct correlation to the suspected inflow cannula malposition could not be conclusively determined. Additionally, a direct correlation between the device and the reported dizziness could not be conclusively established. The controller event log file contained events from 13dec2023 and 21dec2023. Low flow hazard alarms were captured on both days, which were associated with elevated pulsatility index (pi) values. No other notable events or alarms were captured, and the pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G, and the heartmate 3 lvas patient handbook, rev. G are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Additionally, this section addresses all pump parameters, including pump flow and pulsatility index (pi). Section 1 states that the pi calculation represents cardiac pulsatility and pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e. The pump is providing less support to the left ventricle). Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Following software upgrades, the heartmate 3 lvas pocket guides to alarms for patients and clinicians explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. Section 5 of the IFU, entitled ¿surgical procedures¿, explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. This section also outlines the steps to reorient the pump. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provide information on all system alarm conditions as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
On (B)(6) 2024, fluid optimization with cardiac resynchronization therapy with defibrillator (crt-d) optimization improved the condition of the patient; it was noted the patient was without alarms. A plan was made for a ramp test to be performed, however there was no further investigation or ramp testing planned. The patient remained under close control of the lvad team.